Manufacturer narrative:
(B)(4). One (1) catheter without packaging was returned in connection with this complaint. Visual examination of the returned sample shows the distal tip of catheter to be broken off. According to the quality engineer, the cut of the jacket matches the geometry of the cannula's inside bevel. Therefore, it was concluded that this defect did not happen during the manufacturing process. Per the instructions for use (IFU), "when removing catheter, excessive force should never be applied. If catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." The reported defect was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by user facility: the patient received an obstetrical epidural installation for labor delivery. The epidural catheter broke during removal which caused a piece, about 5cm in size, of the membrane to be left in the patient. The patient had the piece surgically removed post labor delivery. No complications occurred during the surgical procedure to remove the catheter piece. Patient status is fine.